Event description:
Pt started using the lasercomb late (B)(6) 2012 for thinning hair. Within 2 weeks she was having tingling in her scalp and pain. After 3 months of product use she discovered that the lasercomb was the causative agent. She discontinued use and within 2 weeks the pain ceased. She then attempted to utilize the product for a second time. After using the device 3 times a week, the pain and tingling returned. After 5 months the pt stopped using the product but continued having pain (tremendous) and tingling to the scalp. The neurologist stated that the pain may be product use related.